Event description:
It was reported that the customer experienced a failed battery test every time they change the battery the patient had used more than 15 batteries within one week. The customer's blood glucose readings were unknown. Nothing further reported.

Manufacturer narrative:
The unit alarmed failed battery test due to faulty battery tube. The unit functioned properly after unplugging and plugging the battery tube connector into b1, I or b. However, unit was received with operating currents within specifications. The unit was received with cracked case at display window corners, display window and battery tube threads. The unit was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.